Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/ migration of essure device - couldn't find, was just missing'), embedded device ('extending into the right cornu, there is a tightly coiled essure wire, within the myometrium, to 0.1 cm from the serosa'), menorrhagia ('abnormal bleeding (menorrhagia)'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('miscarriage') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation on (B)(6) 2013, cholecystectomy (galbladder removal) in 2012, bladder disorder (recovered prior to essure), urinary tract disorder (recovered prior to essure), gastrointestinal disorder (not recovered prior to essure), vaginal discharge (not recovered prior to essure) and gerd. Concurrent conditions included irregular menstruation, cramp in lower abdomen, back pain, constipation and hemorrhoids. Concomitant products included ibuprofen. In may 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("metal sensitivity/nickel allergy"), rash ("rashes or skin conditions - arms and legs"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision decreased"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2013, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced nausea ("nausea"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pain ("neurological conditions or problems - pain radiating down arms and and tingling sensation"), paraesthesia ("neurological conditions or problems - pain radiating down arms and and tingling sensation"), gastrointestinal disorder ("gastrointestinal or digestive system condition-gastronitis") and abdominal distension ("bloating") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral partial salpingectomy, ablation in 2015 and hysterectomy with bilateral partial salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, menorrhagia, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, allergy to metals, rash, bladder disorder, urinary tract disorder, migraine, nausea, pain, paraesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, gastrointestinal disorder, abdominal distension and alopecia outcome was unknown, the weight increased was resolving and the headache had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pain, paraesthesia, pregnancy with contraceptive device, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date may-2011 and jun-2011, also essure explant date (B)(6) 2013 and (B)(6) 2016. The patient had previously had an essure placed, which occluded one tube, but left one intact. She subsequently had an unplanned pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia . Most recent follow-up information incorporated above includes: on 13-jun-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), metal sensitivity/nickel allergy, rashes or skin conditions - arms and legs, bladder problem, urinary problems, migraines, headaches, nausea, neurological conditions or problems - pain radiating down arms and tingling sensation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision decreased, fatigue, gastrointestinal or digestive system condition-gastronitis, bloating and hair loss. Event per mr: extending into the right cornu, there is a tightly coiled essure wire, within the myometrium, to 0.1 cm from the serosa. Medical condition, concurrent condition and concomitant medication were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/ migration of essure device - couldn't find, was just missing'), embedded device ('extending into the right cornu, there is a tightly coiled essure wire, within the myometrium, to 0.1 cm from the serosa'), pregnancy with contraceptive device ('pregnancy(no complication)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation on (B)(6) 2013, cholecystectomy (galbladder removal) in 2012, bladder disorder (recovered prior to essure), urinary tract disorder (recovered prior to essure), gastrointestinal disorder (not recovered prior to essure), vaginal discharge (not recovered prior to essure), gerd, miscarriage, gravida ii and parity 5 (date of the live birth: (B)(6) 1990, (B)(6) 1996, (B)(6) 2001, (B)(6) 2011, (B)(6) 2013). Concurrent conditions included irregular menstruation, cramp in lower abdomen, back pain, constipation and hemorrhoids. Concomitant products included ibuprofen. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("metal sensitivity/nickel allergy"), rash ("rashes or skin conditions - arms and legs"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision decreased"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2013, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced nausea ("nausea"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pain ("neurological conditions or problems - pain radiating down arms and and tingling sensation"), paraesthesia ("neurological conditions or problems - pain radiating down arms and and tingling sensation"), gastrointestinal disorder ("gastrointestinal or digestive system condition-gastronitis") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral partial salpingectomy, ablation in 2015 and hysterectomy with bilateral partial salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, allergy to metals, rash, bladder disorder, urinary tract disorder, migraine, nausea, pain, paraesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, gastrointestinal disorder, abdominal distension and alopecia outcome was unknown, the weight increased was resolving and the headache had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pain, paraesthesia, pregnancy with contraceptive device, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2011, also essure explant date (B)(6) 2013 and (B)(6) 2016. The patient had previously had an essure placed, which occluded one tube, but left one intact. She subsequently had an unplanned pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter's information was added. Date of insertion was updated. Event miscarriage was deleted it was history as date of insertion was updated. Event pregnancy(no complication) was added. Updated event onset date. Medical history was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/ migration of essure device - couldn't find, was just missing'), embedded device ('extending into the right cornu, there is a tightly coiled essure wire, within the myometrium, to 0.1 cm from the serosa') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation on (B)(6) 2013, cholecystectomy (galbladder removal) in 2012, bladder disorder (recovered prior to essure), urinary tract disorder (recovered prior to essure), gastrointestinal disorder (not recovered prior to essure), vaginal discharge (not recovered prior to essure), gerd, miscarriage, multigravida and parity 5 (date of the live birth: (B)(6) 1990, (B)(6) 1996, (B)(6) 2001, (B)(6) 2011, (B)(6) 2013). Concurrent conditions included irregular menstruation, cramp in lower abdomen, back pain, constipation and hemorrhoids. Concomitant products included ibuprofen. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("metal sensitivity/nickel allergy"), rash ("rashes or skin conditions - arms and legs"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision decreased"), fatigue ("fatigue") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device ("pregnancy(no complication)") and was found to have weight increased ("weight gain"). In 2013, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced nausea ("nausea"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pain ("neurological conditions or problems - pain radiating down arms and and tingling sensation"), paraesthesia ("neurological conditions or problems - pain radiating down arms and and tingling sensation"), gastrointestinal disorder ("gastrointestinal or digestive system condition-gastronitis"), abdominal distension ("bloating"), cough ("cough"), gastroenteritis viral ("stomach virus"), oropharyngeal pain ("sore throat"), laryngitis ("laryngitis"), tonsillar hypertrophy ("swollen tonsils"), bronchitis ("bronchitis"), sinusitis ("sinus infection"), toothache ("toothache"), muscular weakness ("weak muscles"), dizziness ("dizzy"), ear infection ("ear infection"), upper respiratory tract infection ("upper respiratory infection "), immune system disorder ("immune system crashed") and abdominal pain ("pain in abdomen") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (hysterectomy with bilateral partial salpingectomy, ablation in 2015 and hysterectomy with bilateral partial salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, allergy to metals, rash, bladder disorder, urinary tract disorder, migraine, nausea, pain, paraesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, gastrointestinal disorder, abdominal distension, alopecia, cough, oropharyngeal pain, laryngitis, tonsillar hypertrophy, bronchitis, sinusitis, toothache, muscular weakness, dizziness, ear infection, upper respiratory tract infection, immune system disorder, abdominal pain and uterine leiomyoma outcome was unknown, the weight increased was resolving and the headache and gastroenteritis viral had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, bladder disorder, bronchitis, cough, device dislocation, dizziness, dysmenorrhoea, dyspareunia, ear infection, embedded device, fatigue, gastroenteritis viral, gastrointestinal disorder, headache, immune system disorder, laryngitis, menorrhagia, migraine, muscular weakness, nausea, oropharyngeal pain, pain, paraesthesia, pregnancy with contraceptive device, rash, sinusitis, tonsillar hypertrophy, toothache, upper respiratory tract infection, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2011, also essure explant date (B)(6) 2013 and (B)(6) 2016. The patient had previously had an essure placed, which occluded one tube, but left one intact. She subsequently had an unplanned pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia most recent follow-up information incorporated above includes: on 16-mar-2020: content from social media received. Cough, stomach virus, sore throat, laryngitis, swollen tonsils, bronchitis, sinus infection, toothache, weakness muscle, dizzy, ear infection, upper respiratory infection, immune system disorder, abdominal pain, uterine fibroid. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/ migration of essure device - couldn't find, was just missing'), embedded device ('extending into the right cornu, there is a tightly coiled essure wire, within the myometrium, to 0.1 cm from the serosa') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation on (B)(6) 2013, cholecystectomy (gallbladder removal) in 2012, bladder disorder (recovered prior to essure), urinary tract disorder (recovered prior to essure), gastrointestinal disorder (not recovered prior to essure), vaginal discharge (not recovered prior to essure), gerd, miscarriage, multigravida and parity 5 (date of the live birth: (B)(6) 1990, (B)(6) 1996, (B)(6) 2001, (B)(6) 2011, (B)(6) 2013). Concurrent conditions included irregular menstruation, cramp in lower abdomen, back pain, constipation and hemorrhoids. Concomitant products included ibuprofen. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("metal sensitivity/nickel allergy"), rash ("rashes or skin conditions - arms and legs"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision decreased"), fatigue ("fatigue") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device ("pregnancy(no complication)") and was found to have weight increased ("weight gain"). In 2013, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced nausea ("nausea"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pain ("neurological conditions or problems - pain radiating down arms and and tingling sensation"), paraesthesia ("neurological conditions or problems - pain radiating down arms and and tingling sensation"), gastrointestinal disorder ("gastrointestinal or digestive system condition-gastronitis"), abdominal distension ("bloating"), cough ("cough"), gastroenteritis viral ("stomach virus"), oropharyngeal pain ("sore throat"), laryngitis ("laryngitis"), tonsillar hypertrophy ("swollen tonsils"), bronchitis ("bronchitis"), sinusitis ("sinus infection"), toothache ("toothache"), muscular weakness ("weak muscles"), dizziness ("dizzy"), ear infection ("ear infection"), upper respiratory tract infection ("upper respiratory infection "), immune system disorder ("immune system crashed") and abdominal pain ("pain in abdomen") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (hysterectomy with bilateral partial salpingectomy, ablation in 2015 and hysterectomy with bilateral partial salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, allergy to metals, rash, bladder disorder, urinary tract disorder, migraine, nausea, pain, paraesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, gastrointestinal disorder, abdominal distension, alopecia, cough, oropharyngeal pain, laryngitis, tonsillar hypertrophy, bronchitis, sinusitis, toothache, muscular weakness, dizziness, ear infection, upper respiratory tract infection, immune system disorder, abdominal pain and uterine leiomyoma outcome was unknown, the weight increased was resolving and the headache and gastroenteritis viral had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, bladder disorder, bronchitis, cough, device dislocation, dizziness, dysmenorrhoea, dyspareunia, ear infection, embedded device, fatigue, gastroenteritis viral, gastrointestinal disorder, headache, immune system disorder, laryngitis, menorrhagia, migraine, muscular weakness, nausea, oropharyngeal pain, pain, paraesthesia, pregnancy with contraceptive device, rash, sinusitis, tonsillar hypertrophy, toothache, upper respiratory tract infection, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2011, also essure explant date (B)(6) 2013 and (B)(6) 2016. The patient had previously had an essure placed, which occluded one tube, but left one intact. She subsequently had an unplanned pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. On (B)(6) 2020: plaintiff fact sheet received: no new information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), weight increased ("weight gain") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (surgery to removal the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, weight increased and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.